Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as values did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump and successfully reset the malfunction code, allowing continued use of the pump. Customer was advised to call back if any malfunction code recurred.